Event description:
It was reported that the right ventricular (rv) pace/sense lead is plugged into the left ventricular (lv) port, and the lv lead is plugged into rv pace/sense port. It was also reported that during ventricular tachycardia (vt) the patient is having episodes of possible double counting of r-waves, causing rv lead integrity alert (lia) to trigger. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947 implantable tachy lead (B)(6) 2012. Concomitant product: 5076 implantable pacing lead (B)(6) 2005. (B)(4).